Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the lights come on but the table will not move in any direction.